Manufacturer narrative:
As of this date, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). New information received indicates that this device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring of this implantable cardioverter defibrillator (ICD) and unknown right ventricular lead displayed a high out of range shock impedance measurement. An internal technical service consultant was contacted and reviewed the data. The shock impedance trend has been stable. Threshold and impedance measurements were within normal range and stable. No noise was recorded in the electrogram. No shocks have been delivered since implant. It was determined the low-energy impedance measurements are taken every twenty-one hours and at different times of the day and are affected by normal daily activities. This smaller test signal reduces the signal-to-noise ratio and can introduce greater fluctuations in impedance measurements if the device/patient encounters electro-magnetic interference during one of the test measurements. Three vectors are used for the measurement and combined into a single result. If any of the three measurements is out of range, that measurement will be reported. In this case, it was determined there was a single out of range shock impedance measurement likely the result of the measurement methodology affected by electromagnetic interference. It was recommended that this issue be followed in the daily measurements to assure that this issue is monitored until the next interrogation resets the data and no urgent clinic visit was necessary. No adverse patient effects were reported.

Event description:
New information received indicates that this device again detected out of range shock impedances. The device was explanted.

Event description:
New information received indicates that this device has detected additional high out of range shock impedances.